Manufacturer narrative:
This is a duplicate event and was already reported in regulatory rep #:1045254-2024-01404 hence it is being submitted as not reportable for this event there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device does not charge, the on/off button does not work, main pcb failed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4) ; h3: analysis found that the screen is working normally during the test, the customers complaint could not be con firmed. The software present is 1.4.3. And upgrade required. H6:imdrf annex codes b01,d14,c19,g02005 are applicable for this product product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex codes b21, c21, d16, g02005 are applicable for this product product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex codes b21, c21, d16, g02005 are applicable for this product product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4); h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex codes b21, c21, d16, g02030 are applicable for this product product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4) ; h3: stim 1 has a loose contact, the bottom enclosure was cracked. H6: imdrf annex codes b01, c0201, c070601, d02, g02005 are applicable for this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the screen was damaged and displayed error message "emg monitoring disabled, patient interface fault detected." The error message displayed when the error occurred. This error message appeared on both consoles with different pi's . It is not traceable anymore which pi was connected to which console. There was no patient impact.